Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to knob wire (k-wire) damaged due to mechanical/chemical stress applied by repeated use for the long duration cut which led to insufficient or inadequate reprocessing. Additionally, the user could not conduct reprocessing and remove the dirt due to leakage from the device. Leakage from el-connector due to deformation occurred. The event can be detected by following the instructions for use (IFU) which state: operation manual chapter 3 preparation and inspection inspection of the forceps elevator mechanism. The event can be prevented by following the instructions for use (IFU) which state: endoscope reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures brushing around the forceps elevator and instrument channel outlet. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable malfunction, olympus also found the following: due to damage on charged coupled device unit, the specified resolving power was not obtained; scope cover had a scratch; due to wear of angle wire, bending angle in up direction did not meet the standard value; due to wear of angle wire, the play of right/left knob was out of the standard value; upward/downward angulation control knob was dirty; due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value; right/left knob was dirty; forceps elevator wire (k-wire) was completely cut off at distal end side; forceps elevator had foreign material; due to a cut on k-wire, forceps did not rise up at all; distal end had a scratch; bending section cover was dirty; connecting tube had a scratch; connecting tube had a buckling; suction connector had a scratch; suction connector was dirty; control unit had a scratch; control unit was dirty; forceps channel port had a dent; universal cord had a wrinkle; grip had a scratch; and due to deformation of electrical connector, water tightness was lost. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera duodenovideoscope had a broken elevator wire. The issue was found during reprocessing. Inspection and testing of the returned device found the forceps elevator had foreign material of unknown origin. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.